Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 26-aug-2015. The most recent information was received on 27-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pain in lower pelvis') and abortion spontaneous ('miscarriage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("horrible back pain"), pain in extremity ("upper leg pain where it hurts to walk"), abdominal pain ("abdomen pain"), menorrhagia ("monthly heavy vaginal bleeding passing large clots"), allergy to metals ("nickel allergy") with pyrexia and rash, abdominal distension ("horrible boaling to abdomen (belly)"), mood swings ("bad mood swings"), hot flush ("hot flashes"), alopecia ("hair lost"), anxiety ("high anxiety"), depression ("depression"), migraine ("horrible migraines") and insomnia ("can't sleep at nights"). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years 3 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, pain in extremity, abdominal pain, menorrhagia, allergy to metals, abdominal distension, mood swings, hot flush, alopecia, anxiety, depression, migraine and insomnia had not resolved and the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, depression, hot flush, insomnia, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events/lack of efficacy and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received. Event pelvic pain medically significant and ir due to surgery. Reporter added, removal date added. Fu 04 and 05 was processed together. On 27-mar-2020: pif received. No new information were added. Fu 04 and 05 was processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pain in lower pelvis') and abortion spontaneous ('miscarriage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("horrible back pain"), pain in extremity ("upper leg pain where it hurts to walk"), abdominal pain ("abdomen pain"), menorrhagia ("monthly heavy vaginal bleeding passing large clots"), allergy to metals ("nickel allergy") with pyrexia and rash, abdominal distension ("horrible bloating to abdomen (belly)"), mood swings ("bad mood swings"), hot flush ("hot flashes"), alopecia ("hair lost"), anxiety ("high anxiety"), depression ("depression"), migraine ("horrible migraines") and insomnia ("can't sleep at nights"). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years 3 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, pain in extremity, abdominal pain, menorrhagia, allergy to metals, abdominal distension, mood swings, hot flush, alopecia, anxiety, depression, migraine and insomnia had not resolved and the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, depression, hot flush, insomnia, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.